Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing was observed via a merlin.net transmission. The device was reprogrammed. During a subsequent follow up, post paced t wave oversensing was observed again. The patient was asymptomatic. Further programming changes are planned to be made during the next scheduled clinic visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.